Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer, physician; product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported that the patient's healthcare provider (hcp) had an issue with regards to the pump alarm. The hcp stated she updated the pump to reflect a dose increase, but she did not refill the pump on that day. The pump indicated that the refill date was that day and that 10.3 ml 'had dispensed.' The hcp stated that she did change the reservoir volume and then changed it back prior to updating the pump. Troubleshooting indicated that the change in volume had triggered the empty reservoir alarm. To resolve the issue it was recommended that the pump be updated to full reservoir and then updated a second time with the correct reservoir volume. The patient was noted to not have had any symptoms and was receiving effective therapy. The medications used within the system were dilaudid and bupivacaine. No additional information was available at the time of this submission.